Event description:
It was reported that a revision was performed.

Manufacturer narrative:
The returned products were returned and evaluated. No material or manufacturing deviations were observed upon visual examination. The journey uni femoral component had bone cement on the grit-blasted surface. The bone cement appeared well adhered to the component as it did not become dislodged with the manual application of force by hand. The articulating surface had scratches mostly localized near the posterior region. The journey uni tibial baseplate had bone cement on the grit-blasted surface. The bone cement appeared well adhered to the component as it did not become dislodged with the manual application of force by hand. The baseplate showed signs of burnishing on the superior surface. Burnishing of the baseplate can occur if micromotion between the baseplate and the journey uni tibial insert occurs during in vivo loading. The journey uni tibial baseplate was also fractured. The journey uni tibial insert showed signs of wear marks, burnishing, and deformation on the superior articulating surface. The articulating surface was also yellowed, which is indicative of biological fluid absorption. The inferior surface of the insert showed signs of deformation which likely occurred during removal of the device. The inferior surface of the insert showed signs of burnishing. Burnishing of the baseplate can occur if micromotion between the baseplate and the journey uni tibial insert occurs during in vivo loading. The posterior locking mechanism of the insert showed signs of deformation that are consistent with the insert not being properly locked within the baseplate. An insert that is not properly locked into the insert may cause instability of the journey uni knee, which can lead to failure of the device.